Event description:
It was reported to empi by the pt: while securing the harness of the traction device the buckle on the lower harness broke off, it hit the wall and bounced back and landed in the pt's right eye, which caused him to jump and caused extreme lower back pain.

Manufacturer narrative:
Product was received and it was noted that the buckle of the lower belt had broken off. If more info becomes available a f/u report will be filed.